Event description:
Pt had modified radical mastectomy of the right breast in 1982 and a reconstructive breast implant. On date of event, pt had implant exchange due to a ruptured implant. The implant was replaced with a saline filled right breast implant.